Event description:
The customer reported via phone call that she received a replacement pump today and everything worked fine except the meter was not linking with the pump. Customer's most recent blood glucose was 458 mg/dl. Customer was assisted with programming the meter ID into the pump. Customer checked her blood glucose and her blood glucose linked to the pump with no issues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.